Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a suspected loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This lv lead remains in service. No adverse patient effects were reported.